Event description:
Treatment of a large unruptured aneurysm measuring 11mm located in the ica (internal carotid artery). The patient¿s anatomy was tortuous. The patient was given plavix, aspirin, heparin, and nitro. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal end of the pipeline could not be opened despite multiple manipulation attempts. After a couple of hours, an attempt was made to remove the pipeline by trapping the pipeline braid between the capture coil and catheter, but wire access was lost. A decision was made by the treating physician to sacrifice the vessel with coils due to the potential risk of clot formation. The pipeline remains in the patient. The patient suffered a massive stroke from vessel occlusion. It was unknown what caused the vessel occlusion. It may have been from the pipeline not opening, clot formation, or vessel sacrifice with coils. The patient was intubated and follow-up angio did not occur as the patient was dnr (do not resuscitate) and the family was deciding on comfort care.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient. (B)(4).

Manufacturer narrative:
Received additional information on 24 nov 2014 stating that the device failure resulted in the need for coil embolization and the left ica/mca distribution ischemic infarct was secondary to the embolization. Reference (B)(4) follow-up 1.

Manufacturer narrative:
Received additional information the patient has been discharged. (B)(4).

Manufacturer narrative:
Additional information from medwatch mw5039934.

Event description:
The distal most segment of the pipeline flow diversion system did not expand upon full deployment. Manipulation to expand this diversion segment was unsuccessful. Attempts to re-access with the 0.014 wires were unsuccessful. The distal aspect of the system was engaged with an alligator device on two occasions with two separate alligator devices. However, the device did not have sufficient strength to allow withdrawal of the pipeline. Failure resulted in the need for coil embolization to left internal carotid artery. Discharge diagnoses: left ica/mca distribution ischemic infarct secondary to the embolization.